Event description:
Customer reports that the mirror did pop out in the pt's mouth, they easily retrieved the mirror, there was no pt injury. The event occurred within the past month. No details available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.